Manufacturer narrative:
D4 catalog number updated, e1 initial reporter state updated e1 zip code updated and data removed from postal code.

Event description:
Additional information indicates that no interventions were preformed. Purge pressure and flow returned to normal limits on its own.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further details regarding [sequence of events/clinical course/device interaction].

Manufacturer narrative:
D4 (serial) has been updated. Purge pressure low: the cause of the purge pressure low was not determined since no product or data was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the device had a low purge pressure and purge flow of 30. It was also observed that the device had an active alarm. It was notified to the medical doctor (md) the use of higher concentration of dextrose, and the purge cassette was also changed but did not help. The patient outcome is still to be determined as the patient remains on support.